Event description:
It was reported by service report that the siderail is missing the compression springs and the brakes are not holding if the pedals are bumped. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake cam, compression spring.